Manufacturer narrative:
H6: investigation summary: one photo was provided by the customer for the evaluation of this incident. The photo shows a insyte autoguard 22ga device in a plastic bag. The photo does not provide a clear view of the adapter due to light reflecting from the plastic bag, and no damage was noticed; therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. No further investigation can be performed due to a sample not being received to perform a thorough investigation. A root cause could not be established for an unconfirmed defect.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in was not able to connect. The following information was provided by the initial reporter: the connection between the soft needle seat and the needle-free connector cannot be connected.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in was not able to connect. The following information was provided by the initial reporter: the connection between the soft needle seat and the needle-free connector cannot be connected.